Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to study: (B)(6) 2012: a female patient underwent taa repair. The patient's anatomy was suitable for endovascular repair as no notable difficulty in anatomy, and this was a clinical study case then. Two of ztlp-p-34-161 were placed from zone 3 to 10 and the procedure was completed without any issues. On (B)(6) 2019: cranial migration of the distal end of the stent graft that was placed in the distal side was found. It caused distal type I endoleak and growth of taa. (It's unknown how large it expanded.) The doctor decided to take a wait-and-see approach. On (B)(6) 2020: additional procedure to treat the endoleak was conducted. Zta-d-32-160-w1 was placed from right above the celiac artery with 20mm overlap with migrated stent graft end. And then zta-p-38-167-w1 was placed in that 20mm overlap area. The endoleak was resolved and the procedure was completed. Patient outcome: the patient did not experienced any adverse effects due to this occurrence. The patient is doing fine after the additional procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a female patient with aneurysm in thoracic aorta underwent thoracic endovascular repair the (B)(6) 2012, which was a clinical study procedure. It was reported that the patient´s anatomy was suitable for procedure. Two ztlp-p-34-161-ci were used. No adverse effects to the patient were reported. It was reported that at the 85 months post-implantation follow-up CT there was revealed a cranial migration of the distal end of the distal stent graft (complaint device), which caused a distal type 1b endoleak and a growth of thoracic aneurysm. It was reported that it's unknown how much aneurysm expanded. The (B)(6) 2020 a secondary intervention with the placement of a zta-d-32-160-w1 and a ztap-38-167-w1 was successfully performed to treat 1b endoleak. No adverse effects to the patient were reported. The 85-months follow-up CT was provided and reviewed by an imaging expert. Per the findings of the imaging review `the proximal zenith thoracic lp (ztlp-p 34 x 161 mm) graft begins 24 mm distal to the lsa with a proximal graft diameter of 21 mm. There is a thin rim of contrast around the proximal graft edge for 8 mm, but the contrast doesn¿t extend beyond this. The graft then has 36 mm of proximal seal length before the taa begins. The maximum taa diameter is 100 x 84 mm. The 2nd ztlp graft (34 x 161 mm) overlaps about 78 mm with the 1st graft and extends to the mid descending thoracic aorta. The distal graft lands just above an 80-degree angulation in the aorta. The distal graft is fully expanded to 34 mm while the aortic diameter is 41 mm here with lack of distal graft apposition and seal. There is a large type 1b endoleak filling the taa sac. The distal thoracic aorta narrows again to 29 mm past the angulation in a straight segment, followed by another severe 100-degree angulation before continuing into the abdominal segment. The length from the lcca to the celiac trunk is 364 mm. Per the impressions of the imaging review `there is severe tortuosity of the descending thoracic aorta with an 80-degree angulation just distal to the graft, followed by another 100-degree angulation at the distal thoracic aorta. This leads to suspicion for aortic elongation with progression of disease, which could result in the loss of distal graft seal as opposed to true cranial migration. Again, this cannot be confirmed without prior imaging for comparison. This degree of tortuosity and angulation would be outside the IFU if present at the time of repair´. Per the instructions for use endoleak and component migration are known potential adverse events. Post-implant imaging from 2012 was requested, but not available. Based on the reported information and post-implant imaging available for investigation it has not been possible to establish the cause for the endoleak. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.